Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they saw the medtronic representative on (B)(6) 2021 who reprogrammed to program a and set to 0.4-0.5. The patient said it was uncomfortable. Patient said that the stimulation wasn't completely in the bicycle seat are, between the back and bicycle seat area. Patient stated that it seems when the stimulation is in the bicycle seat area that they experiences "these episodes". Patient said that the rep told the patient to leave it there or decrease if needed later. The patient said that started having issues (as listed below) about 8-9 days later. Patient said that on friday, the patient started experiencing severe spasms, burning and blood in the urine. The patient said they went to urgent care on saturday (B)(6) 2021, and were was tested and don't have an infection. The patient did send the information to their implanting physician and also contacted their urologist (dr. Ariana smith) and were still waiting for a call back. The patient said that they had turned the stimulation off. Patient services suggested that the patient keep stimulation off until they receive a call and direction from managing physicians. On (B)(6) 2021 the patient called back repeating event info already reported. The patient said they have not heard back from the hcp. Patient said someone from mdt called and left them a message but didn't leave a call back number. The patient was escalated. Reopened case to email rep. In which it was mentioned that the patient was having pain and that the device had been off since (B)(6) 2021

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient got the permanent device yesterday. Today when they woke up they were having all the pain back again. The patient has dribbling and had pain in the right groin area. They also has burning while they urinate. They were not taking the ureogesic, they only took the baxstrom for surgery. They were having a lot of bladder irritation and burning. They took a urine sample and it is abnormal. It showed white blood cells, red blood cells, few bacteria, mucus threads, and it was cloudy. The patient thinks they need to change the program. Patient had these symptoms at the end of the trial when she changed programs. Ps had the patient check their current settings. The patient was on program 1 at 0.6 volts. They switched on the call to program 2 at 0.5 volts. They said, they could feel the stimulation right below the incision, but that is where they felt it with the trial where it helped. The patient commented that they are sensitive at the incision site. Patient services told the patient to monitor their symptoms for a couple days and see if they improve. Additional information was received from the patient. They reported that they had a lot of pelvic floor pain from past surgeries and whenever the stimulation was hitting that area 'starts a whole cascade'. They stated the last change was made on (B)(6) and they are having a new aggravation in the back of their leg, knee, lateral aspect of the ankle. They turned stimulation down to where its more comfortable, but started having the same issues of going 3 or 4 times a night, leaking, and urge. On the call, they changed from program 2 to program 7 at 0.9 where they felt comfortable stimulation in the back part of the bike seat area. The patient felt stim in the back on programs 4 and 5. Ps reviewed to monitor symptoms, adjust as needed, and follow up with the doctor if the issue is not resolved.